Manufacturer narrative:
Device is not being returned for evaluation.

Event description:
It was reported that the customer had problems with three anchors. The first anchor the suture snapped at the start of the final fixation (after the inserter was removed). The second and third anchors both pulled out. The second anchor was placed where the first was drilled out with the bioraptor drill. Once loop reduction was started, the anchor pulled out. The rep stated that he could have potentially compromised the hole when drilling out the first anchor. With the third anchor, a new hole was drilled and everything looked good but as soon as the knob was pulled to reduce, the anchor pulled out. The bioraptor drill was used. The patient's bone quality is unk. This was the first attempt at using kinsa for this surgeon. Further information confirmed that the surgeon used an arthrex bio cork screw - 1 double armed suture anchor. He said this was necessary because of the holes put in the bone from the kinsa. This was a patient who had previous bankart surgery. The 3rd anchor was placed in between 1st hole and previous anchor hole due to spacing constraints, which sales rep indicated was not optimal.